Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up and down arrow buttons were sticking, responding only intermittently to user presses. This was first noticed about 2-3 weeks ago. The reporter alleges the keypad is intact and confirms the patient is able to use pump safely at this time. The pump is worn attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the "up and down" keys intermittently respond and require excessive force to activate. The keypad is fully intact, with no peeling or damage observed. The keypad was removed to investigate; there was visible contamination under the key contacts.unrelated to this complaint, the battery compartment is cracked from the threads to case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.